Event description:
It was reported that the patient presented in-clinic for a generator change procedure. During the procedure it was noted that the pacemaker and the right-ventricular (rv) lead failed to capture. As a resolution the pacemaker was explanted and replaced. The rv lead remains implanted and was reprogrammed. The patient condition was stable.